Manufacturer narrative:
Neither the device nor diagnostic imaging was returned for evaluation; therefore, the reported clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The rate of structural valve deterioration (svd) in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Risk factors previously found to be associated with bioprosthetic svd include younger age at implant, mitral valve position, renal insufficiency, and hyperparathyroidism. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Because patient medical history has not been made available, we are unable to determine if patient¿s underlying valvular disease contributed to this event. If additional information does become available, a follow up report will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. See also report for serial number (B)(4).

Event description:
Edwards received information that a 23mm aortic pericardial valve and a 29mm mitral pericardial valve were treated with valve-in-valve intervention due to aortic stenosis and severe mitral stenosis after an implant duration of nine (9) years, nine (9) months and twenty (24) days. The devices remain implanted. The patient's outcome due to this event remains unknown at this time.